Manufacturer narrative:
The snare sheath and wire were cut just distal to the handle and the endoscope was removed leaving the snare wire [inside the pt]. The endoscope was reintroduced and a biopsy forceps was used to dislodge the wire from around the polyp. Then another snare was used with the same piecemeal technique. The current seemed to be traveling well through the 2nd snare and the procedure was completed successfully. A section of the device did not remain inside the pt's body. Other than dislodging the snare from the polyp with forceps the pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Before using the acusnare, the instructions for use instruct the user to securely connect the active cord to the device handle and electrosurgical unit. The instructions advise the user that the active cord fittings should fit snugly into both the device handle and the electrosurgical unit. An insecure connection could contribute to difficulty with current application. A variety of conditions can contribute to the difficulty cutting tissue as described by the user. Such conditions include: contact of the polyp with surrounding tissue, contact of the snare with fluid near the cutting site, or contact of the snare with surrounding tissue. Prior to distribution, all acusnares are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopy procedure, the physician used a cook acusnare polypectomy snare soft. The polyp to be removed was 5cm in diameter. The physician used the snare to remove the polyp piecemeal as it was too large to take at one time. There were 1-2 pieces of the polyp removed when the snare wire was placed around some tissue again. The snare wire became imbedded in the tissue and could not be removed from around the tissue. The electrical current was seemingly not traveling well through the snare wire and the sheath over the snare wire was softened and melted a little near the handle. There was no bleeding and no problem with coagulation.